Event description:
Physio-control lifepak 12 defibrillator/transcutaneous pacemaker would not function in pacemaker mode. Pt was asystolic, then bradycardic. Situation was resolved with drug therapy. Unclear whether the problem was due to the user or due to a malfunction.